Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 looked contaminated upon examination. The kit was not opened to be used for patient care but rather set aside for rep to pick up. Another evh kit was opened to complete the procedure. No patient injury reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 looked contaminated upon examination. The kit was not opened to be used for patient care but rather set aside for rep to pick up. Another evh kit was opened to complete the procedure. No patient injury reported. There was a patient in the or room and the intention was to use the device on the patient but it malfunctioned. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020-feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 & 22). The device was returned to the factory for evaluation on 03/14/2022. A photograph was provided by the account. A photographic inspection was conducted. The device was observed in the plastic carrier. A speck of red material was observed and circled in the photograph. No visual defects were observed. An investigation was conducted on 04/05/2022. The device was returned inside the plastic protective carrier. A speck of red material was observed on the inside of the plastic protective barrier. No other visual defects were observed. Based on the returned condition of the device, the reported failure "contamination" was confirmed.